Manufacturer narrative:
Title: rates of post-tonsillectomy hemorrhage between bizact¿ and bipolar tonsillectomy¿a retrospective study, source: fred chuang, australian journal of otolaryngology, 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the incidence of post tonsillectomy hemorrhage between biz act and traditional bipolar tonsillectomy in pediatric and adult patients who underwent tonsillectomy procedures between january 2018 to december 2022. The bipolar group comprised of 551 patients and the biz act group comprised of 805 patients. In the biz act group, 43 patients experienced postoperative bleeding and 2 patients required reoperation to resolve the issue. The study concluded that biz act tonsillectomies result in a reduction in hospital re-presentations, postoperative hemorrhage and return to theatres. Rates of post-tonsillectomy hemorrhage between biz act¿ and bipolar tonsillectomy¿a retrospective study, fred chuang, australian journal of otolaryngology, 2024.